Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: devices involved in an over-infusion of heparin at a rate of 650 ml/hr. It should have been 6.5 ml/hrs.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.